Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that the height of the cut graft is different from the height ranged. It is reported to have caused a bad graft with a hole and an incomplete one. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 3, 2018, it was reported that despite a previous repair, the device does not function properly. There is an issue with the height of the cut graft being different than the height ranged. This subsequently led to a bad graft with a hole that was not complete. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) two times. The last repair was february 7, 2018 where it was reported that the device required a full revision and the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, swivel, thickness control shaft, reciprocating arm and fine adjustment cams were replaced. This is not a related issue. Product review of the air dermatome by medicrea on april 11, 2018 revealed that the device passed all of the input tests and all of the specifications of the equipment were respectable. The device operated within motor speed specifications and was within calibration and side to side specifications at all tested thickness settings. Repair of the air dermatome was performed by medicrea on april 18, 2018 which included recalibration of the head. Air dermatome, serial number 105814, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by medicrea it was noted that the device passed all of the input tests and all of the specifications of the equipment were respectable. The device operated within motor speed specifications and was within calibration and side to side specifications at all tested thickness settings. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the device passed all of the input tests and all of the specifications of the equipment were respectable. The device operated within motor speed specifications and was within calibration and side to side specifications at all tested thickness settings. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.